Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Result: evaluation of the returned product found that the iol remained inside the nozzle before the confirmation point. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. No irregularities found on injector and iol, all met criteria. Conclusion: it was not possible to determine the exact root cause. It is possible that the customer did not follow the waiting time of 20 seconds and left the preload much longer after filling with viscoelastic material and this caused iol stuck or tough to push. Claim # (B)(4).

Event description:
The reporter stated that upon handling the screw plunger of a ks-3ai aq310a 21.0 diopter preloaded injector, the rod passed beside the iol and the lens became stuck. There was no patient injury and the surgery was cancelled.